Event description:
It was reported that during the procedure, a 3.5x23 rx xience xpedition stent delivery system (sds) was advanced over an unspecified 190cm pilot guide wire and into a copilot bleedback control valve (bbcv) via femoral access, without resistance felt, and toward a moderately calcified lesion in the proximal right coronary artery, but was unable to cross the lesion due to patient anatomy. The rx xience xpedition was withdrawn from the anatomy without resistance until reaching the copilot bbcv, when slight resistance was felt between the two devices and the stent dislodged inside of the copilot bbcv. While the sds was withdrawn, the copilot with stent lodged inside of it was disconnected from the guiding catheter. An unspecified hemostatic control valve and a new 3.5x23 rx xience xpedition were used without issue to successfully complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: pilot 190cm; guide cath: al 0.75 6fr; equipment rhv: copilot bbc. The additional abbott device referenced is being filed under a separate medwatch report. The stent implant was returned for evaluation. The dislodgement was confirmed. The resistance with the copilot could not be confirmed because the delivery system was not returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.